Manufacturer narrative:
Follow-up #1; date of submission: 03/13/2015 - device evaluation: the cartridge has been returned, and it was evaluated by product analysis on 03/12/2015 with the following findings:a fill test and leak test were performed, during which no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. It was reported that air bubbles were present in the system; this issue was reported against greater than 5 separate cartridges. Blood glucose greater than 250mg/dl, but less than 500mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.